Manufacturer narrative:
Philips service replaced the geo ipc and host pc and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system kept restarting due to geo ipc and host pc failure on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.